Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to a low blood glucose reading of 43 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.